Event description:
The patient received the scs system on (B)(6) 2012. It was reported during the procedure that invalid contacts and high impedance levels were identified on one of the scs leads. The physician replaced the lead without issue and effective coverage was achieved postoperatively. Follow up information revealed the patient reported to the emergency room due to diarrhea and bleeding on (B)(6) 2012. The patient was admitted to the hospital and was diagnosed with colitis. The physician reports the colitis is attributed to the IV antibiotics administered during the implant procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.